Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004 the patient underwent posterior lumbar decompression, instrumentation l3-s1 with dynamic stabilization, fusion l4-5 using bone graft. Dynesys pedicle screw instrumentation, rhbmp-2/acs and dynesys universal spacer were used during the procedure. 1on (B)(6) 2011 the patient presented with the pre op diagnoses of cauda equina syndrome, cauda equina compression, lumbar radiculopathy, lumbar spinal stenosis, and lumbar disk protrusion at l2-3 junctional above a prior fusion with profound bony and soft tissue stenosis causing a circumferential nerve root impingement in a patient with progressive motor and sensory deficit consistent with severe nerve root impingement progressing in a functional and neurological decline. The patient underwent the following procedures: posterior lumbar re exploration, discectomy, annulotomy, osteotomy, partial corpectomy, and nerve root decompression, lumbar bilateral at l2-3 and vertebral body l2 and l3 and lamina of l2 and l3 with annulotomy, annulectomy, and application of tissue fat graft. Findings: severe stenosis at l2-3 with extruded disk herniation and bony stenosis combined for a junctional instability and stenosis finding. No patient complications were noted.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.